Event description:
It was reported that the entire system including the implantable cardioverter defibrillator, the right ventricular lead, and the right atrial lead, was explanted due to a bacteremia infection. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation and visual inspection were normal. The cause of infection could not be traced to the device.